Event description:
The hospital reported that the hemopro 2 extension cable does not work. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. (B)(4).